Event description:
It was reported that the patient switches from program b to a, they feel a wave of fire in the brain. Patient states they are on b right now and are ok. Patient mentioned they also have a different manufactures pump implanted . Patient states this issue started after the replacement in august. Patient went to the doctor yesterday and was told they could reach out to the reps. Agent emailed representative.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.